Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports a pt with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye was submitted under MFR report #1061857-2007-00167. Pre-op bcva os was 20/20, ucva 20/400. At 2 mos post-op bcva os was 20/20-1 and ucva was 20/25. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several mos. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.